Manufacturer narrative:
Concomitant medical products: w2dr01 pacemaker, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and sensing integrity counter (sic). It was also reported that the ra lead exhibited oversensing. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.